Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03287. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, (B)(4). FDA approval for heart mate 3 lvas was received on 23august2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device-8 months. Manufacturer's investigation conclusion: the patient remains ongoing on vad support with no further stroke related issues. A correlation between the device and the reported event cannot be conclusively determined. The hm3 lvas IFU lists stroke, bleeding, and hemolysis as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that per information received from (B)(6) clinical specialist under (B)(4), the patient had a pre-existing history of a hemorrhagic cva (previously unreported). Additional information has been requested. On (B)(6) 2017, patient had a change in acute mental status that followed with left sided paralysis changes with left side flaccid. The heparin infusion was stopped and a code cva called. The patient was intubated and sedated for the procedure and airway protection. A head CT-scan was performed that showed acute right subarachnoid hemorrhage, right cerebral sulci enfacement and a left sided midline shift. Edema from the clot breakdown. The patient was transferred to the operating room for an emergency right craniotomy and evacuation of a large clot. Post-op course, patient started following commands on right side. The inr was 1.3. The patient developed a right ventricular assist device (rvad) thrombus with a lactate dehydrogenase ldh) at 2000 mg/dl. The patient was ordered to be do not resuscitate (dnr). The patient had a urinary tract infection (uti) and on rocephin and ceftazadine intravenously for antibiotic therapy. The urinary tract infection developed into pneumonia. The patient recovered and was extubated on (B)(6) 2017 after status code was full code. The patient was neurologically intact and returned to the vad clinic on a dysphagia diet. The patient was discharged to a skilled nursing facility (snf). No further information provided.